Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23nov2020.

Event description:
It was reported the touchscreen is not sensitive. The device was in clinical use, however no harm was reported.

Manufacturer narrative:
G4:30dec2020. B4: 07jan2021. There was no patient involvement. The field service engineer (fse) confirmed the touchscreen issue. The fse calibrated the touchscreen and the issue was resolved. The ventilator has been returned to normal use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.